Event description:
It was reported by a non-medical professional that the pt was diagnosed with a grade ii spondylolisthesis at l4-l5, l4-5 spinal stenosis, and lumbar radiculopathy. The pt underwent an anterior lumbar interbody fusion and a posterior spinal fusion. Radiographs taken eleven days post-op showed a loss of internal fixation, collapse of the l4-5 intervertebral cage, and fracture of the posterior plate. Thirteen days post-op, the pt underwent a revision surgery where the plate was removed, and posterior pedicle screw instrumentation was placed. Thirteen days after revision surgery, the pt presented with pain and gait disturbance. Radiographs taken showed satisfactory fixation of the lumbar spine.

Manufacturer narrative:
(B) (4). Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.